Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat vaginal outlet relaxation, symptomatic cystocele, and rectocele and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, dyspareunia, and urinary/bowel problems. It was reported that patient underwent mesh excision surgery in 2007 and on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06652. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent a mesh revision/removal on (B)(6) 2008 by (B)(6).